Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/27/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: retained sample evaluation: five retain samples of code lot vp2382/t0011 were subjected to analysis and compliant results were obtained for knot pull tensile strength test. To verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength test. Results for knot pull tensile strength test were complying with the pre-defined acceptance criteria. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 4.250 kgf and value at release was found to be 3.711 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength test values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Additional information was requested, and the following was obtained: please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail : no. How was procedure successfully completed? With another suture foil. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It was discarded.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail. How was procedure successfully completed? Please provide lot number. Please provide the return status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Events reported via: 2210968-2021-11477 and 2210968-2021-11479.